Manufacturer narrative:
Product ID: neu, unknown. Product type: extension. (B)(4).

Event description:
It was reported that during surgery to replace two original internal neurostimulators with a single new internal neurostimulator (ins) low impedances were measured on both ports of the new ins. During the replacement surgery a new extension was plugged into the right port of the new ins and the impedances were fine. The issue was with the original extension that was hooked up to an adaptor. When the original extension was tested on left port of new ins the impedances read low on multiple combinations. Low impedances were also read on the right port of the new ins. Multiple new adapters were tried to no resolve. Through troubleshooting it was determined that low impedances were an issue prior to surgery. The impedances when hooked up to new ins and adaptor read: c0 467, c1 467, c2 467, c3 467, 01 116, 02 118, 03 116, 12 119, 13 118, 23 118. The impedances when hooked up to the original ins intraoperative read: c0 419, c1 421, c2 421, c3 421, 01 57, 02 59, 03 57, 12 58, 13 57, 23 58. The impedances on the morning prior to surgery with the original ins read: c0 445, c1 445, c2 445, c3 446, 01 58. The impedances read the same prior to surgery as intraoperative. Since the patient was getting therapy at the impedance readings prior to surgery the original extension was not replaced. Troubleshooting was able to get everything working. The patient was fine.